Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the 30-degree endoscope plus instrument had a green image, and the image was upside down. No further information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was tested and placed on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message "endoscope image quality may deficient". The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The root cause of camera instrument ¿ endoscope tip damage is typically attributed to mishandling/misuse, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discolorations typically attributed to component failure, such as material degradation. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The root cause of the failed functional test is not determinable/applicable.